Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
The advocate reported that the customer (her daughter) obtained blood glucose readings of 15 mmol/l on a contour next link 2.4 meter and 4.5 mmol/l on a contour next link meter. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.